Event description:
A customer reported being unable to scan the adc freestyle libre sensor and therefore was unable to monitor glucose. The customer experienced seizure, loss of consciousness, and was taken to the hospital where he was put into a coma. The customer was diagnosed with diabetic ketoacidosis and treated with insulin, intravenous fluids, and unspecified medication. It was also noted that the customer suffered organ dysfunction and was unable to breathe by himself and required intubation. The length of hospitalization is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to scan the adc freestyle libre sensor and therefore was unable to monitor glucose. The customer experienced seizure, loss of consciousness, and was taken to the hospital where he was put into a coma. The customer was diagnosed with diabetic ketoacidosis and treated with insulin, intravenous fluids, and unspecified medication. It was also noted that the customer suffered organ dysfunction and was unable to breathe by himself and required intubation. The length of hospitalization is unknown. There was no report of death or permanent injury associated with this event.